Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, the manufacturing date is unknown. Based on the results of the investigation the scope was not defective, it was improperly reprocessed in an oer-4, which had not had a filter replacement since august 7, 2019. Therefore, it can be concluded that the cause of the reported issue was use error. The instructions for use (IFU) provides the following warning: reprocessing manual chapter 1 section 3 precautions, warning "¿ failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination the endoscope must undergo thorough manual cleaning followed by high-level disinfection or sterilization." Olympus will continue to monitor the field performance of this device

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he had insufficiently reprocessed his olympus evis colonovideoscope. According to the initial reporter, both facility¿s endoscope reprocessors had not had their water filters replaced in some time and were displaying an e01 error code. The initial reporter confirmed that no patient harm has been reported as a result of this event. This file is 1 of 7. For the remaining files, please see reports with patient identifiers: (B)(6).